Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported it was not possible to change the setting of a hakim valve: the valve was implanted via vp-shunt due to congenital hydrocephalus. An implant date and initial setting was unknown. It was not possible to change the lower setting and the patient developed over drainage. Therefore, it was replaced with a new valve, and the patient symptoms improved after the replacement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. The valve was returned for evaluation. DHR - the lot number was unknown. Failure analysis - the valve was visually inspected: needle hole in silicone housing was noted. The valve passed the test for programming, occlusion, reflux and pressure. The valve only leaked from the needle hole. No root cause could be determined, as the technician was unable to confirm the problem reported by the customer. The possible root cause for the problem reported by the customer could be due to buildup of protein this may cause a programming issues; no programming issue was noted during the investigation. Between (B)(6) 2019 and (B)(6) 2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period (B)(6) 2019 through (B)(6) 2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.